Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the neoprene membrane that allows gas to leak tore which caused fragments to fall inside the patient's abdomen. There was no patient injury.